Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Additional information was requested. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4). Note: two cases associated with this complaint. A separate 3500a form has been completed to for the other case.

Event description:
It was reported that the end user experienced tearing of the skin when removing the wafer. The skin is red and inflamed under the wafer. According to the reporter, the skin tears regardless of whether the wafer is removed on the third or fifth day.